Event description:
Discordant calcium (ca_2), creatinine (crea) and inorganic phosphorus (ip) results were obtained on an advia 2400 for 2 patients. Initial results were reported for the first patient. The physician questioned the calcium results and requested a rerun. The initial results for the second patient were not reported. Both patient samples were rerun and the rerun results were reported. There were no reports of adverse health consequences or known patient interventions due to the discordant calcium, creatinine and inorganic phosphorus results.

Event description:
Discordant calcium (ca_2), creatinine (crea) and inorganic phosphorus (ip) results were obtained on an advia 2400 for 2 patients. Initial results were reported for the first patient. The physician questioned the calcium results and requested a rerun. The initial results for the second patient were not reported. Both patient samples wer rerun and the rerun results were reported. There were no reports of adverse health consequences or known patient interventions due to the discordant calcium, creatinine and inorganic phosphorus results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse could find nothing wrong with the instrument. The fse indicated that the likely root cause of the discordant ca_2, crea, and ip results is sample handling. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data the fse could find nothing wrong with the instrument. The fse indicated that the likely root cause of the discordant ca_2, crea, and ip results is sample handling. The instrument is performing within specifications. No further evaluation of the device is required.